Event description:
Information received regarding the explanted device notes that the patient came to the office not feeling well. Upon interrogation of the device "found ? Microprocessor failure". Evaluation by the field clinical engineer found the device functioning in back-up vvi mode. A high current drain and the inability to program was also noted.